Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, there was a short in the nickel strips. The cause of the failure is the shorted nickel strips. The root cause of the shorted strips was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery (B)(4) to report that the battery was unable to power on a monitor.